Manufacturer narrative:
The unit was returned with the customer complaint of lcd faulty. The lcd was found to be dented but readable; therefore, the complaint could not be confirmed. The unit has been repaired, tested and recertified per procedure. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit has a faulty lcd. Per additional information received on 3/27/2018 the customer states that the display was blank and illegible.